Manufacturer narrative:
(B)(4). The instrument had the shaft sheath damaged at the instrument tip. Caution should be taken not to retract the electrode into the sheath when the tip is activated. No conclusion could be reached as to how the sheath got damaged.

Event description:
It was reported that during a lavh, the distal end of the shaft was crushed during use. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.